Event description:
It was reported that, "dr. Tried to re-engage lag screw drive into lag screw and bent tooth on the screw driver. No action was taken. Outcome was good. No unusual circumstances."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.